Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that during patient injection, the needle separated from the syringe. The needle remained in the patient's skin and nurse removed the needle by hand. No needlestick occurred. No adverse effects to patient or clinician were reported.